Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-04486. It was reported the patient is receiving effective stimulation to all painful areas. However, diagnostic testing revealed high impedance measurements on his lead contacts.. Reportedly, surgical intervention may be undertaken at a future date to address the issue.